Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, after loading the cartridge on the device's body, a scrub nurse tried to clamping. But she couldn't test it. So she had to change the cartridge, and then there did not seem to be a change with the new cartridge. And then the stapler was not attempted to be fired. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload had a full complement of staples. The lock ring was fractured. Pmv functional testing of the reload could not be performed due to the damage to the adapter. Replication of the damaged reload lock ring may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation, the nurse assembled the cartridge onto the stapler handle, but when she tested the stapler, the cartridge did not move at all. To correct the condition, she changed the cartridge.